Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 435 mg/dl. Customer stated the insulin pump was in the off position and need to get it restarted. Customer stated the insulin pump would not rewind and customer had high glucose because she can not get the pump to rewind. The device will not be returned for analysis.